Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic essure device') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and ovarian cyst. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic area pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), (unilateral salpingectomy¿ right side)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the device dislocation and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coil palpable unilaterally. Discripancy noted: on (B)(6) 2016 in surgical pathology report: it was reported that part two labeled "uterus and cervix" is a 193-gram hysterectomy specimen (11.7 x 5.9 x 4.5 cm) with a short portion of left fallopian tube measuring 1.2 cm in length x 0.2 cm in diameter. And in finding left fallopian tube and ovary surgically absent. In summon hsg done essure device was successfully occluded. And as per fu (pfs) did not undergo confirmation test. Patient received treatment for: pelvic pain, vaginal haemorrhage, menorrhagia and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event genital bleeding and migration added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic essure device') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and ovarian cyst. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic area pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), (unilateral salpingectomy¿ right side)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the device dislocation and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coil palpable unilaterally. Discripancy noted: on (B)(6) 2016 in surgical pathology report: it was reported that part two labeled "uterus and cervix" is a 193-gram hysterectomy specimen (11.7 x 5.9 x 4.5 cm) with a short portion of left fallopian tube measuring 1.2 cm in length x 0.2 cm in diameter. And in finding left fallopian tube and ovary surgically absent. In summon hsg done essure device was successfully occluded. And as per fu (pfs) did not undergo confirmation test. Patient received treatment for: pelvic pain, vaginal haemorrhage, menorrhagia and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Processed with fu. Nu. 06. On 8-jun-2020: pfs received. Processed with fu. Nu. 05. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic essure device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and ovarian cyst. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic area pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), (unilateral salpingectomy¿ right side)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coil palpable unilaterally. Discrepancy noted: on (B)(6) 2016 in surgical pathology report: it was reported that part two labeled "uterus and cervix" is a 193-gram hysterectomy specimen (11.7 x 5.9 x 4.5 cm) with a short portion of left fallopian tube measuring 1.2 cm in length x 0.2 cm in diameter. And in finding left fallopian tube and ovary surgically absent. In summon hsg done essure device was successfully occluded. And as per fu (pfs) did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping). And embedded metallic essure device from mr. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, concomitant drug, essure details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.